Event description:
Treatment of a large saccular aneurysm measuring 20mm located in the cavernous segment of the left ica (internal carotid artery). The patient was on dual antiplatelet therapy and the p2y12 protocol was followed. On (B)(6) 2014, the patient underwent pipeline (5mm x 20mm and 5mm x 16mm) embolization treatment. During the procedure, it was reported the middle portions of both pipelines would not open. The pipelines were removed from the patient by trapping the braids between the capture coils and the catheter. It was noted the patient had a tortuous anatomy. The patient was reported to be doing well with no deficits. No patient injury was reported as a result of the procedure. Same event as MDR 2029214-2014-00311.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).